Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.

Event description:
A physician attempted arteriotomy closure using the starclose device. The physician could not fold the vessel locator wings and he was unable to immediately remove the device from the pt. He was able to take the device apart, fold the vessel locator wings and remove the device from the pt.